Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 16 (timeout moving take-up position) was confirmed during archive review and initial functional testing. The defective motor controller was replaced to remedy the fault. During visual inspection, both head restraint wires were cut, top cover and front/bottom enclosures were found cracked and also the battery lock was bent. The autopulse platform is a reusable device and was manufactured in 2008 therefore, this type of damage is characteristic of normal wear and tear for the life of the device the archive data review indicated multiple error message ua 16 occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The platform failed the initial functional testing due to error message ua 16 displayed after performing the first compression. The motor controller was found to be defective. Further testing found the brake gap to be out of specification which was unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover, front enclosure bottom, battery lock, drivetrain assay were replaced. The platform has passed both the run-in test and all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 16 (timeout moving take-up position) and the lifeband could not be retracted. No patient involvement was reported.